Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor.

Event description:
The customer reported via phone call that the needle hub got stuck in serter and 5 sensors were wasted. Blood glucose value is unknown. The sensor was replaced and returned for analysis.